Event description:
Customer tested blood glucose on suspect device at 12pm and was 392mg/dl. Took 6 units of humulin then took a nap. Family member tested pt at 2:30pm and blood glucose was 189mg/dl. Woke up pt at 4pm and blood glucose was lo, family member stated they were out of it. Family member gave pt glucose. No controls were being run.